Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: an evaluation is conducted based on the information provided and the returned product. Immediately, the exact reason for this to occur cannot be determined the complaint report, the filter was detached from the delivery hook prior to deployment. Investigation of the returned device showed no errors on introducer or grasping hook. Actions have been taken to eliminate this issue regarding pre-released filters. However, this device was manufactured prior to implementation date. Therefore, the release mechanism may have been activated during transportation, ie the filter loosened, but did not disconnect in the packaging. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the patient's anatomy had no problem for placing ivc filter. When verifying the filter position, the physician pulled the catheter for the sheath by a mistake. At that time, he confirmed the filter was detached from the delivery hook. He pushed the filter hook with the tip of the filter catheter and placed the filter at the target site. Patient outcome: the patient did not experienced any adverse effects due to this event.